Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with diffuse edema that led to microstriae in left eye. A brief description of the event says that trauma to left eye caused microstriae end decreased in distance visual acuity in left eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient was advised to return next day but did not show up as advised due to work. Patient reported symptoms are not interfering with daily activities. Patient had a flap lift and rinse and symptoms resolved on (B)(6) 2016. Bcva from (B)(6) 2016. Right eye pre-op 20/20 .25 x -2.00 x 93. Left eye pre-op 20/20 .25 x -1.50 x 90. Bcva from (B)(6) 2016. Right eye post-op 20/15 .25 x -.50 x 136. Left eye post-op 20/20 -.50 x -.50 x 20. Bcva from (B)(6) 2016. Right eye post-op 20/15 left eye post-op 20/30.